Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Company was able to review lot history of the subject product and it was found to be acceptable per release criteria.